Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The home patient (hp) was no longer connected. The hp received the system error for the last two nights. The hp connects 2 bags. The baxter technical services representative (tsr) reviewed the possible causes and advised the hp to call at time of the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(4) 2012, regarding the system error 2240 alarms. The cg stated that the hc had alarmed system error 2240 on two separate occasions because she had forgotten to close a clamp on one of the supply lines. The cg stated that the home patient's (hp) prescription at one point required the use of 3 bags, and then it was switched to needing only two supply bags. She forgot to close the clamp because she never had to do it before. The hp did not connect to the set after the alarms, and the hp was able to complete therapy after setting up with new supplies each time. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was ?use error ? Open clamp?. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.